Manufacturer narrative:
The device history record (DHR) of the drill 61273-100 was inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We investigated the drill and detected abrasions 3-4cm above the tip, possibly caused by lateral force when using the drill with the drill guide. Due to overuse of the drill, the cutting edge gets blunt. This results that the user must expend more strength and the drill breaks at the upper edge of the drill guide. Basically, the spiral drill is intended for multiple use, but care must be taken before usage, if the drill has any visual defect/damage due to wear, misuse or improper care (extract of our reconditioning manual).

Event description:
It was reported that a spiral drill broke in two pieces intraoperatively. Surgery date is unknown. There were no delays in surgery.